Event description:
Ous MDR - it has been reported that approximately 61 months after implant, the patient presented with exit block and escape rhythm in the clinic. High threshold was documented and the amplitude control was activated. The patient was admitted to the hospital with vertigo.

Manufacturer narrative:
As of today, the medical product is not available for analysis and could therefore not be examined itself. The analysis is therefore based on the returned data and the existing production documents. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The returned data were analyzed. The analysis showed a constant ventricular pacing threshold of 4.2 v, documented since 16 march 2016. In addition, the data showed an increase in the right-ventricular lead impedance from 500 ohm since 31 july 2012 to an average of 1400 ohm. The cause for the constantly increased pacing threshold can be traced to a pacing threshold measurement that could not be performed successfully. In this case, the pacemaker automatically sets the pacing amplitude to the programmed starting amplitude of the pacing threshold test plus a fixed safety value of another 1.2 v for reasons of patient safety. Based on the available information, the cause for the increased ventricular lead impedance and of the unsuccessful pacing threshold measurement could not be determined. However, the analysis did not indicate a malfunction of the pacemaker. If any additional relevant information or the device itself should become available, please send this to us also. The incident will then be updated accordingly.